Event description:
It was stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported for the event. It was stated that the customer experienced a seizure prior to the event as well. The infusion set was changed two days prior to being hospitalized. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.